Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.